Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +4.0d) was explanted, and a lens from a different manufacturer implanted as a replacement. The treating physician stated that it was not a problem with the lal. No additional information was provided. Rxsight's first awareness of the event was on 04/25/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).